Event description:
It was reported that the patient fell and broke her hip which required surgery to repair, and she was in the hospital for two weeks. The patient was concerned because the bars kept moving from 2-4 or 4-8 during recharging which was new. The patient¿s daughter was unsure if this was continuing but wanted to know if the ¿efficiency boxes¿ were supposed to jump up and down during charging when she wasn¿t moving or if there was a problem. She also wanted to know how long it typically took to charge back to full. It was noted the patient had always taken care of the device and her daughter hadn¿t needed to deal with it. They had talked with the patient¿s primary doctor and he was not concerned about the device. It was relieving her back pain. The patient usually charged her device weekly and it took 20-30 minutes. If there were any problems they were going to call and ask for someone to check their device since her follow-up physician was four hours away. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).